Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage when flushing the intraosseous (io) needle was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video depicting an io needle extension set. The depicted extension set was connected to an implanted io needle. The extension set was being flushed and initially blood and then clear infusate was visible leaking from the connection site between the extension tube and the io needle. While leakage at the connection between the extension set and io needle was evident in the supplied video, inspection of the video was insufficient to identify the cause. Potential contributing factors include extension set damage and io needle luer damage. A lot history review (lhr) of 123306 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (123306) have been reported from the same facility.

Event description:
It was reported "customer inserted io needle, and attached extension set. When flushing the customer noticed blood/saline leaking."